Event description:
It was reported that the pump's usb port was damaged, which affected ability to charge pump and led to pump shutdown. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.